Manufacturer narrative:
The iol was not received for evaluation. Prior to release to the market the lens met all manufacturing specifications. All information currently available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The multifocal intraocular lens was received cut in 2 pieces across the optic, visual inspection of the optic parts took place and no optical deviations were observed. A manufacturing record review was performed and the product met all manufacturing specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All available information is included in this report.

Event description:
It was reported that the multifocal intraocular lens was explanted (B)(6) post implantation due to halos and glare. The lens was replaced with a monofocal lens.